Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy asr hip implant. Patient has experienced physical injury, pain, bodily impairment, and high levels of toxic metal in his blood stream. Patient will be required to undergo a revision surgery.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update 10 mar 2015: rec'd der with revision date, patient activity, surgeon, sales rep, stem and sleeve details, hip side (right). (B)(4) 2015.